Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history and daily totals. No bolus anomaly noted or a35 alarm during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches to the display window and a cracked reservoir tube lip.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer was vomiting and treating with boluses did not resolve the issue. The customer was wearing the insulin pump at the time of the event. Multiple error alarms were noted in the insulin pump history. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.